Manufacturer narrative:
As reported, great resistance was felt when retrieving the filter of a 5x180 angioguard rx emboli protection device into the delivery sheath. There was no reported patient injury. The surgeon did not try this a second time. The intended procedure was reported to be a dilation of carotid artery stenosis and was completed using a different brand of device. Additional event details and clarification was requested; however, was not provided. The returned ¿rx/5mm basket diameter/180cm¿ ecgw system was received non-sterile in a transparent plastic bag. The returned components included the delivery sheath, capture sheath, torquing device, filter introducer, and ecgw system inserted into the delivery sheath; the remaining components were not returned. Visual inspection confirmed that the filter basket was docked into the delivery sheath. Multiple kinks were observed on the guidewire at approximately 14, 19, 21, 139, 167, and 172 cm from the proximal end. The distal tip of the ecgw system was kinked and unraveled. No tool marks were observed on the distal tip. Inspection of the filter basket using a vision system confirmed that neither the membrane nor the struts showed any damage. Dimensional analysis was performed on the internal diameter of the filter introducer and the outer diameter of the distal marker band; all measurements were found to be within specification. Functional analysis was conducted by removing the ecgw system and torquing device from the delivery sheath, inserting them into the filter introducer, and reinserting them into the delivery sheath. The delivery sheath with the ecgw system was introduced into the lab sample dispenser coil, and the filter was secured to the coil. The torquing device was fixed to the proximal guidewire, and the wire was pulled to dock the filter basket into the delivery sheath. Resistance was encountered between the filter basket and the filter introducer, preventing the filter basket from being loaded into the delivery sheath as intended. The malfunction ¿delivery system-loading (docking) difficulty¿ was observed during evaluation. The malfunction "distal tip (ecgw)-unraveled/stretched" was discovered during the product evaluation. The exact cause of the reported event cannot be determined through this investigation. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "guidewires are delicate instruments and should be handled carefully." And "prior to use, and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly. Do not use defective equipment". Based on the available information and product analysis, the cause of the delivery system-loading (docking) difficulty could not be determined. However, it is potentially related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, great resistance was felt when retrieving the filter of a 5x180 angioguard rx emboli protection device into the delivery sheath. There was no reported patient injury. The surgeon did not try this a second time. The intended procedure was reported to be a dilation of carotid artery stenosis and was completed using a different brand of device. Additional event details and clarification was requested; however, was not provided. The device was returned for evaluation.